Event description:
As reported by the user facility: infusion pump beeped exactly 60mins from start time, found 7ml extra volume on the syringe which was odd considering that the infusion pump history log indicated that 24ml was delivered over 60mins. However, I have checked the volume during the imp check with (B)(6) who was the sact giver and we confirmed that there was 24ml in total volume. Informed (B)(6) and trial nurse (B)(6), infused remaining volume 7ml over 24ml/hr (original rate). Eoi at 14:18h. Still within the imp expiry time. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission #k092313, k172831, k191910.